Event description:
It was reported that the ventilator shut off 4 times while preparing it for patient use. There was no patient involvement. (B)(4).

Manufacturer narrative:
Further information surrounding the event has been requested. A supplemental medwatch will be submitted when the investigation is completed.

Manufacturer narrative:
Our field service engineer (fse) found the on/off power switch intermittently not engaging properly when attempting to turn the unit on. The customer bio-medical engineer chose to order the on/off switch and complete the repairs during their scheduled maintenance. The investigation of the complaint has been completed and no goods were returned. The ventilator was reported to hav shut-down four times while preparing the ventilator for use on a patient. Received device logs contained no evidence of the reported event from or around the reported date of event. When the ventilator is turned off with the on/off switch, it is logged as a normal shut-down. The cause for the reported event has not been determined.

Event description:
(B)(4).